Event description:
During baxter's device evaluation for an unrelated complaint, it was discovered that the device would alarm "upstream occlusion" when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
MFR ref. No: (B)(4). The device was received and evaluated by baxter. Evaluation found the lower reading on the ultrasonic sensor to be 804 with a fluid filled tube and should be more than or equal to 2700 due to a failed upstream sensor causing the reported symptom. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion. The failed upstream sensor was replaced.